Manufacturer narrative:
Investigation pending.

Event description:
Caller reported false negative urine hcg results on (B)(6) patients. The caller stated that they observed very faint to no lines. Quantitative testing was performed on some of these patients with results of 250 to >1,000miu/nl. No specific data on patients was provided.